Event description:
A female patient contacted lifecor customer support to report that, after her bath, she inserted the battery pack into the monitor and the battery slider icon appeared empty. When placed on the charger, the battery pack indicated a full charge. When she tried her other battery pack in the monitor, it also showed empty. On the charger, this battery pack also indicates a full charge. While changing the batteries, the patient reported she accidentally broke the pull loop on one. Support requested the patient perform a download to help diagnose the problem. Patient agreed to do so, but the download did not come through. Support contacted the patient and the patient reported the download would not start, and did not appear to dial. The patient reported, it gave her an odd reading on the display "3100/5-1a5-1/b12;4". The patient's monitor, battery packs, and charger were replaced as a precaution.

Manufacturer narrative:
Device manfacture dates: monitor - 12/2006; battery pack - 11/2006; battery pack - 11/2006; battery charger - 01/2003. Device evaluation summary: device evaluation of the returned equipment have been completed. The reported problem was confirmed. The cause of the empty battery slider icon on the monitor's display, when either of the fully charged battery packs was inserted, was a damaged battery connector within monitor. Several of the battery contacts were bent out of place preventing proper contact with mating contacts in the battery pack connector. In addition, battery pack had physical damage to its connector. The root cause of the damaged connectors cannot be positively identified, but, is likey due to the battery pack connector being damaged by a drop onto a hard surface which, in turn, damaged the monitor's battery connector contacts, when the pack was forced into place. Battery pack was undamaged and passed all functional tests. Battery charger was undamaged and passed all functional tests. No adverse event resulted from the damaged monitor. The patient's monitor, battery packs and charger were replaced.